Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.

Event description:
New information received noted that during the last device interrogation on (B)(6) 2016, the device showed normal function at the time. Also, patient was in dnr/comfort care status and was at a nursing home prior to passing. According to the physician, there is no potential relationship between the device and/or study procedures to the death. Death certificate lists arteriosclerotic coronary artery disease (ascad) as the immediate cause of death.